Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The exact date of birth is unknown. The year provided is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding was confirmed on the films provided; however, the cause of the event could not be conclusively determined. It is possible that bifurcate oversizing from implanting a 36mm diameter bifurcate into a proximal neck flow lumen which had an conical shaped profile ranging from 34-27 mm in diameter may have contributed to the infolding. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. Contrast leakage was observed within the aneurysm sac, most likely due to retrograde flow from patent lumbar arteries and the inferior mesenteric artery. B5; additional information received: it was reported by the site that the cause of the infolding is unknown. It was also noted that the endurant iis bifurcated stent graft was appropriately sized for the patient¿s anatomy. There was no endoleak associated with the infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An esbf3614c103e stent graft was implanted during the endovascular treatment of an aaa. It was reported that at the patient's 1 month follow-up CT taken over a month later, stent graft infolding was identified. The sponsor assessed the event as causally related to the device and possibly related to the procedure. There were no reported impacts to the patient and no additional medical intervention was required to prevent permanent injury or impairment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.